Manufacturer narrative:
This report is filed on september 19, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, on (B)(6) 2016 the patient experienced breakdown of the skin flap resulting in extrusion of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin flap necrosis prior to the explantation of the device. This report is filed october 11, 2016.